Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added exp date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information and device evaluation). H3: (device evaluated by manufacturer). H4: (device manufacture date). H6: (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt to show a lack of bonding agent on the arterial sampling pigtail. The sample was setup to circulate at 1000mmhg for 30 minutes. During circulation, leakage was not observed. A representative retention sample was reviewed with no deficiency noted in the area of the arterial sampling line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arterial sampling line leaked. No patient involvement. Product was changed out. Procedure was completed successfully.